Manufacturer narrative:
The device was not returned to zoll medical corporation, but a zoll field service engineer (fse) was able to evaluate the device at the customer site. During the investigation it was noted that the 'o2 supply pressure' setting was incorrectly configured to low pressure, which caused the reported issue. After correcting the setting to high pressure, the issue was resolved.

Manufacturer narrative:
Some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
It was reported that the device displayed an alarm for "o2 input pressure too high". Complainant did not indicate that there was any patient involvement in the reported malfunction.